Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.

Event description:
Surgeon reported to us that a pt came in with pain. He took some x-rays and observed that the nail was broken. (Subtrochanteric fracture) the nail was implanted for approx 6 month.